Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) (B)(4) alleging an unknown error with his onetouch ultra2 meter. The complaint was classified based on the customer care advocate¿s (cca) documentation. The patient advised that the alleged error unknown issue started on an unknown date in (B)(6). The patient manages his diabetes with oral medications (amaryl x 1 pill in the morning and siofor 1 pill before each meal), diet and/or exercise and continued with his diabetes management routine as a result of the alleged product issue. The patient reported that he developed symptoms of ¿weakness and trembled¿, however, was unable/unwilling to detail if it was before or after the alleged issue began. On an unspecified date and time the patient claimed that he ¿immediately¿ self-treated with some chocolate. At the time of troubleshooting, the customer care advocate (cca) confirmed that the patient was unable to walk through a retest as he did not have testing supplies. Replacement products were sent to the patient. Based on the information provided; this complaint is being reported based on the following conclusions: the alleged product issue with the lfs device could not be ruled out as a cause or contributor to this event. The patient did develop symptoms suggestive of a serious injury and the treatment received suggests that the patient¿s condition deteriorated as a result of not being able to test their blood glucose accurately; therefore the alleged product issue may have contributed towards symptoms indicative of an acute diabetes excursion.